Manufacturer narrative:
It was confirmed by the user facility that no injuries or medical intervention have occurred as a result of using the device.

Event description:
It was reported that the user facility has caregivers with back injuries from lifting the cot. Further information on the type of injuries was not reported, however, no medical intervention was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was originally reported that the user facility has caregivers with back injuries from lifting the cot. Further information was provided by the user facility that no injuries or medical intervention have occurred as a result of using the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.